Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the information provided; however, polyethylene wear after approximately twenty-two years implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l information be received, the investigation will be re-opened.

Event description:
The pt was revised because of wear of the tibial insert.